Manufacturer narrative:
H.6. Investigation: customer returned (1) loose 1/2cc, 12.7mm syringe. Customer states that the shield was collapsed. The returned syringe was examined and exhibited a damaged shield. Unable to perform DHR check due to unknown lot number. Possible root cause: likely a jaw jam of form fill & seal and then made it to packaging.

Event description:
It was reported that after opening the packaging, the bd ultra-fine¿ insulin syringe was found with a collapsed shield, compromising the sterility. The following information was provided by the initial reporter, translated from japanese to english: "when opened the package, the shield was collapsed."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that after opening the packaging, the bd ultra-fine¿ insulin syringe was found with a collapsed shield, compromising the sterility. The following information was provided by the initial reporter, translated from (B)(6) to english: "when opened the package, the shield was collapsed."